Manufacturer narrative:
.

Event description:
Revision surgery has been carried out due to loose implant. Doctor revised with a legion revision system and implants with tibial and femoral stems.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).